Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ should be captured as "no" initially. Therefore, it was not updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter tip was seen to be flat, the catheter shaft was seen to be damaged, and there was no break present anywhere on the catheter. A functional inspection was performed the catheter was flushed and a 0.0596" patency mandrel was advanced through the catheter , friction was felt in the catheter hub, but the mandrel advanced through the catheter shaft without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter shaft broken/fractured was not confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was returned for analysis and catheter tip was seen to be flat and catheter shaft was seen to be damaged. There was no break present anywhere on the catheter, therefore the as reported defect, 'catheter shaft broken/fractured during use' cannot be confirmed. The as analyzed codes, 'catheter tip flat/crushed', 'catheter shaft damaged' and 'catheter hub friction' listed in the grid below can be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'not confirmed' was assigned to the as reported defect 'catheter shaft broken/fractured during use' ¿as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during one acute thrombectomy case, the operator used adapt technique to aspirate with the catheter (subject device). After placed the catheter (subject device) to the location, used 50ml syringe to make negative pressure to aspirate the thrombus. At first it was able to aspirate but then the catheter (subject device) fractured and then the operator couldn't feel the aspiration force. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during one acute thrombectomy case, the operator used adapt technique to aspirate with the catheter (subject device). After placed the catheter (subject device) to the location, used 50ml syringe to make negative pressure to aspirate the thrombus. At first it was able to aspirate but then the catheter (subject device) fractured and then the operator couldn't feel the aspiration force. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.